Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, which resolved the issue, and the customer was advised to continue using the pump while monitoring for any recurring malfunctions.